Event description:
It was initially reported that the patient had an increase in seizures. The patient had a seizure the day before the report and another the previous month. The physician had changed the off time at the previous appointment before the first seizure and cause of the seizures were believed to be due to the change in the settings. The patient has their setting returned to previous settings and patient¿s seizures return was reported to have resolved. Diagnostics were within normal limits and the patient was not at end of service. Follow-up from the physician stated that the patient was not having an increase in seizures. Clarification was received that the patient had more intense complex partial seizures that were possible longer than normal.

Manufacturer narrative:
Event description, corrected data: additional information was provided that was not listed on the initial MDR.

Event description:
Upon further review of the reported information, it was found that the increased seizure duration and intensity was related to stress and not vns.